Event description:
Initial event reported indicated superior-inferior image reversal which is considered unlikely to result in serious injury. However, further investigation revealed event resulted in a left-right reversal. There was no reported injury.